Event description:
A patient specific implant request for was received for the patient's right proximal tibia replacement. Noted on the form: "needs rebushing of components. Bearings/bushes/bumper/axle/circlip.."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. H3 other text : device remains implanted.